Manufacturer narrative:
(B)(4). Batch number ==> p5838e. Investigation summary ==> the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The analysis results showed that one ecr60d cartridge reload was received. The reload was received partially fired 2/3 and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that when the surgeon fired the powered echelon endo cutter, the tissue moved forward much. No patient consequence reported.